Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx des were implanted, one in the 1st obtuse marginal and two in the cx.. Approximately 12 months later, the patient suffered non-cardiac chest pain. Event treated with medication. Patient recovered. The investigator and the sponsor assessed the event as not related to the device or the anti-platelet medication. Cec adjudicated mi of an unknown vessel, 3rd udmi spontaneous. The patient recovered.